Event description:
It was reported that a bridge bolus was incorrectly performed. Healthcare provider (hcp) changed concentration of drug and programmed a bridge bolus, but did not change the concentration of the primary drug. Hcp only deleted the secondary drug and then programmed a bridge bolus. Hcp then changed the concentration of the primary drug roughly 20 minutes later and then updated the pump again leaving the bolus in progress. The bridge bolus was programmed showing a flow rate increase which was noted when the pump was interrogated as the dose was 1.43 mg/day of a 2.6 mg/ml concentration. The hcp had programmed the bridge bolus as 1.65 mg/day of a 2.6 mg/ml concentration, even though they filled with 3 mg/ml. The bridge bolus should have been programmed using total tubing volume of .409 ml (instead of the .499 ml that was used) as the flow rate after the bridge bolus was decreasing. Bridge was running at 1.65 mg/day of a 2.6 mg/ml concentration and then after the bridge would be running at 1.65 mg/day of a 3 mg/ml concentration. Per the reporter the patient potentially could have received an additional 0.033 mg of drug over the final approx. 3 hours of the bridge bolus. Hcp had programmed the pump thrice. Drugs delivered via the device were morphine, and clonidine. Patient had no symptoms. The programming error occurred on (B)(6) 2012 and when the hcp office noticed issue with telemetry the pump was interrogated the next day and the error was noticed.

Manufacturer narrative:
Physician programmer model: 8840, serial# unk; patient programmer model: 8835, serial# (B)(4); catheter model: 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk; catheter model: 8596sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk; catheter model: 8590-1, lot# n281382, implanted: 2011 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).